Event description:
User alleges while using device was sliding the protective cover over the needle, using the two handed method, and obtained a needle stick. Allegedly due to the protective cover being stuck and would not slide forward. Clinician taking combivir twice a day for 30 days.